Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01435. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding implantation of a 23mm sapien 3 ultra valve in the aortic position. The 23mm commander delivery system balloon ruptured during deployment of the valve after fully inflating. The team attempted to retrieve the commander delivery balloon back into the sheath and but was not successful. Per pictures provided, balloon pieces were separated. The sheath was split along the expandable seam of the sheath. The team opted to do a cut down procedure to remove the devices. A distal aorta-bifemoral graft procedure was performed. The patient was reported as fine and no other complications were noted. The sheath was returned for evaluation. Pre decontamination evaluation determined sheath delamination at distal tip 3" from distal tip, liner expanded, tip opened as designed, the c-marker band was present. After decontamination, the c-marker band was missing from the sheath.

Manufacturer narrative:
The device was returned for evaluation. Visual examination was performed and the following were observed: liner expanded as designed, liner delaminated approximately 3 inch from distal tip, tip opened as designed, and c-marker band is missing (post decontamination). Due to the nature of the complaint, no applicable dimensional or functional testing was able to be performed. The complaint was confirmed through visual examination. Imagery was provided and the following were observed: tortuosity present in the patients access vessels and balloon was burst and torn on the associated delivery system. The esheath and esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath and esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath assembly and components, including the c marker band and its application. Users are informed of the residual risks associated with the valve, delivery system and or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training refresher training materials, including adequate hydration of components, appropriate orientation of the esheath esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system, including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to circumferential delamination of the sheath liner and separation of the c marker band can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound and further lead to sheath liner delamination and c marker band separation. In this case, the complaint was confirmed. Investigation results suggest indicate procedural factors (withdrawal of delivery system with an altered balloon profile) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.